Event description:
Product analysis for the generator that was explanted on (B)(6) 2012 was completed on (B)(6) 2013. Review of the analysis report revealed that the patient's programmed settings were changed to unintended parameters on (B)(6) 2012 as a result of a faulted system diagnostic test which were not corrected prior to the patient leaving the clinic. No patient adverse events were reported. The device was later replaced on (B)(6) 2012.

Manufacturer narrative:
Review of programming history was performed.